Event description:
This pt had breast augmentation in 1977 or 1978 and was admitted with swelling below left breast and firmness and tenderness of both breasts. She had an open capsulotomy, capsulectomy, removal of implants and material, replacement with saline implants and revision of scars. Both implants removed were ruptured and there was bilateral capsular contraction with calcifications.